Manufacturer narrative:
Multiple follow up attempts made to the customer, however no further information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm and pump had not resumed. The customer's blood glucose level was not impacted.